Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. The whisper guidewire was placed through the lead with no issues noted.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. This lead would not slide over the whisper wire. This lead was never in service. No adverse patient effects were reported.